Event description:
During device check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll personnel provided instructions to the customer to clear the ua45 advisory message. The customer followed zoll's instructions, and the ua45 advisory message was cleared. As per the customer, the autopulse platform is functioning as intended and has been placed back for future clinical use. No patient involvement.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) associated with this complaint was not returned for evaluation. The customer was able to clear the user advisory (ua) 45 (not at "home" position after power-on/restart) with help and guidance received from zoll technical support. The autopulse platform is functional and was placed back for clinical use. Note that user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.